Event description:
Related manufacturer reference number: 2017865-2021-38459. It was reported that the patient presented for a device upgrade procedure. During the procedure, the physician first placed a new left ventricular (lv) lead, however it exhibited non capture. Furthermore, fluoroscopy confirmed the lv lead had dislodged and a stylet was unable to advance through the lead. Therefore, the physician elected to remove that lead and place a new lv lead. The new lv lead also dislodged and a stylet was unable to advance through the lead afterwards. Therefore, the physician elected to remove that lv lead as well and implant a competitor left bundle pacing lead. The patient was discharged after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of no capture and dislodgment was not confirmed. The reported event of failure to insert stylet was confirmed. As received, a complete lead was returned in one piece with stylet stuck inside the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the polytetrafluorethylene (ptfe) coating of the stylet was stripped and bunch up inner coil at the connector region. The cause of failure to insert stylet was due to bunching of ptfe coating and inner coil consistent with procedural damage.